Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389, product type: lead. Product ID: neu_leadcap_acc, product type: accessory. (B)(6). Analysis of the leads (unknown s/ns) found no significant anomalies. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the proximal end of the lead was stretched. During visual analysis of the lead, it was noted the distal end was not returned. Coding applies to the leads. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that there were abnormal impedances with a subsequent lead replacement. No further complications are anticipated.